Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, 'old' inratio meter: 1.0, 'new inratio meter': 1.2, lab: 3.0.

Manufacturer narrative:
Investigation pending.